Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness, and emergency medical services noted the patient was exhibiting frequent premature ventricular contractions (pvc) and a heart rate below the programmed implantable cardioverter defibrillator (ICD) lower limit. Additionally, the right atrial (ra) lead exhibited high capture threshold. The ICD remains in use. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted and replaced due to normal battery depletion. Additionally, the ra lead was capped and replaced.